Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered bodily injuries. Injuries and or symptoms include recurrence of stress urinary incontinence, discomfort, vaginal pain, painful sexual intercourse, infections, depression and mesh erosion.